Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 18.1 mmol/l and the sensor glucose was 12.7 mmol/l at the time of the incident. The customer's current blood glucose was 18.9 mmol/l. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 5.6 mmol/l. The sensor will not be returned for analysis.